Event description:
The hcp reported that the pump was explanted due to an infection. The hcp reported that problems with pump "flipping" were noted since 1/2004. The pt had lost weight and required that the pump be turned right side up at many refill appointments. In 3/2005, extreme difficulty accessing pump was encountered and it was also suspected that the catheter was twisted. Optimal pain management has "always been a challenge" for this pt. In 5/2005 the pt was taken to surgery where the pump was re-anchored and the catheter was repaired. At that time, it was uncertain if the catheter was intrathecal. The next day, the system was found to be "intact with good flow of fluid." The pump was restarted the next day and the pt was getting good analgesic benefit. About 3 weeks later, the pt presented in the emergency room with a "grossly infected wound (pump site). Started on antibiotics. Infection uncontrolled and pump removed a week later.